Event description:
The customer reported erroneous high patient results generated for sodium (na) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and observed issue with sample syringe driver (dispenser unit). The failure mode was identified as defective sample syringe drive assembly. The fse replaced the sample syringe drive which resolved the issue. System verification was performed successfully without further issues. No further issues noted. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).